Manufacturer narrative:
The reported events of oversensing due to noise and lead damage were confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil proximal and distal to the suture tie impression. The cause of reported events was due to external insulation abrasion which expose the outer coil consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
During a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead. The physician suspected the noise was due to non-confirmed ra lead damage. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.